Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible undersensing of the right atrial (ra) lead was noted on stored and current electrograms (egm) and possible oversensing was noted on the stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.